Event description:
The pt had an ams elevate prolapse repair system implanted. It was reported that within months of the initial implant, the pt required add'l medical care and treatment and/or surgical intervention. It was also reported that the pt experienced mesh erosion, hardening, chronic pain and worsening urination.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.